Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 492 mg/dl. The customer stated that he had symptoms such as difficulty breathing. The customer treated the high blood glucose with 50 unit insulin. The customer stated that there were no delivery alarms on the pump. The customer stated that the alarm was resolved by a complete set change. The customer was unable to troubleshoot during the time of call because he was at work. The customer will call back later to troubleshoot.